Event description:
It was reported during remote follow up that the right ventricular lead exhibited high pacing impedance, increased capture threshold, and sensing amplitude variation. During extraction procedure, it appeared that the lead had migrated due to twiddler's syndrome. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.